Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that an occlusion alarm intermittently occurred. The customer experienced an elevated blood glucose (bg) level (594-595 mg/dl). A correction bolus was delivered to address bg. The customer performed a supply change and resumed insulin therapy.